Event description:
"A4f03-balloon ruptured while in right radial artery. All pieces were retrieved. Pt is doing fine."

Manufacturer narrative:
Eval: the catheter was returned, one a4f03 a 4f premium syntel catheter. Inspection of the returned catheter found that the catheter was damaged. The balloon, proximal and distal windings and the spring tip of a4f03 catheter were not intact to the catheter shaft nor returned. It is unk at what force the tip of catheter had broken off. No catheters from lot 1031814 remain in finished goods. However, the qc data from shop order 1031814 showed that all catheters test samples passed the balloon pull test, withstanding an average force of 2.39 lbs, far exceeding the minimum specification force of 0.7 lbs and also passed spring tip pull force withstanding an average force of 1.20 lbs prior to failure, far exceeding the minimum specification force of 0.7 lbs. Conclusion/corrective action: the catheter is designed in such a way that the proximal winding slips or the balloon burst under excessive force. This prevents the force from being applied to the catheter body and prevents it from breaking inside the pt. This also prevents excessive force from being applied to the vessel itself. Therefore, in order to break and extend the catheter tip (spring) a considerable amount of force must be placed on the catheter. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sampled must reach the minimum specification pull force prior to failure. S/o 1031814 wsd reviewed and had no deviation. All samples passed specification listed in the mi, qi and drawing. It is unk under what conditions and what type of equipments were used along with this catheter. Therefore, the root cause cannot be determined. No corrective action is required at this time.